Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing two occurrences of glass breakage after use. The following has been provided by the initial reporter: it was reported that the tubes are breaking during centrifuge. Date of event (B)(6). Started last tuesday. 2 occurrences on (B)(6) 2019.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing two occurrences of glass breakage after use. The following has been provided by the initial reporter: it was reported that the tubes are breaking during centrifuge. 1 of 2: date of event (B)(6). Started last tuesday 2 occurrences on (B)(6) 2019.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for tubes breaking with the incident lot was not observed. Based on testing for brittleness, all returned samples met specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.